Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was failed. A field service engineer ran diagnostics and found no issues with all the mini drawers, but the customer stated that the issue was reoccurring. Then, the engineer replaced the mini engine and the control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini drawer was repeatedly failed after being recovered. The customer stated that this malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.